Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a 31815 medihoney gel in tube, 1.5 fl oz flipcap - sterile was used by the patient and he thought that the product has been tampered because his wounds were getting worse. Additional information received on (B)(6) 2018 stating that the patient purchased two tubes of medihoney in dec/jan of this past year. He used the first tube in dec/jan and had no issues. He then opened the second tube this past september and noted the color was darker, the liquid was thinner and had tiny crystals in the liquid. He still proceeded to use the medihoney and almost immediately experienced a reaction described as inflammation. Patient then ordered a new tube from the same company and used it and the issue resolved itself. Additional information has been requested.

Manufacturer narrative:
The complaint device was not returned for evaluation. DHR was reviewed which was released without deviations or nc. All specifications met company requirement. Retained samples were examined and did not notice any deviations in color, odor, dirt/foreign matter. Root cause is unknown as no issues were noted on the retained samples. The characteristics of the sample met the company specification. No trends were noted on this code 31815 and lot 1720.